Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that it was not really a malfunction if the problem was on the host side. Still, it was left that way. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new patients admitted were showing as placeholder in the server then the user had put the machine on override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.